Event description:
It was reported that the bd phaseal¿ infusion adapter c100 leaked into the ruptured psi bag. This occurred 7 times during use. The following information was provided by the initial reporter: "leakage happened in the bag but we want to investigate if our infusion adapter caused the rupture of the bag. Psi bag had been ruptured while using phaseal infusion adapter and caused a leakage. Leakage from the bad quality of the bag and we need to check if our infusion adapter cause the rupture or not."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-mar-2022. H6: investigation summary: five unused samples were provided to our quality team for investigation. The product was visually inspected, there was no damage or other defects observed on any of the infusion adapters. A device history review was performed for reported lot 2102211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All returned samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a failure or root cause related to our product or manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 leaked into the ruptured psi bag. This occurred 7 times during use. The following information was provided by the initial reporter: "leakage happened in the bag but we want to investigate if our infusion adapter caused the rupture of the bag. Psi bag had been ruptured while using phaseal infusion adapter and caused a leakage. Leakage from the bad quality of the bag and we need to check if our infusion adapter cause the rupture or not."